Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. No deviation that could be related to the event was reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implant process, the intraocular lens (iol), model pcb00, that the open distal loop was in an advanced position at the moment of the insertion and slightly out of its cartridge. For this reason, the physician was constrained to more complicated proceedings. The proximal loop was twisted with a final opening in the direction of the endothelium. The first part of the loop was outside the injector (this happens when the first loop comes out in a straight position instead of a curved position). No sutures were needed. A couple minutes delay in the surgery was reported. The lens was implanted and no patient injury was reported. The problem was about the injector not about the lens. The patient had no injury at all. The injector did not work right but in the end the lens was ok.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted.